Manufacturer narrative:
RMA 859584481 has been initiated for this issue. Power chair model unknown serial number/date code unknown and battery model 22nfmkg has an unknown age. It is unknown if this is an "out of box failure". It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer allegedly received the battery with a crack in it. No injury alleged.